Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Part of the tampax was left inside of her body [foreign body in reproductive tract]. When she took it out part of the tampax was left inside of her body [complication of device removal]. Part of the tampax was left (inside of her body) [device breakage]. Case description: consumer called stating when her daughter removed a tampon, part of it remained inside her body. The first third was left inside her. No serious injury was reported.